Manufacturer narrative:
(B)(4). D10: cat # 30203605 lot # 67070331 liner constrained neutral; unknown manufacturer stem, cup, and screws. H6: proposed component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one year post-hip procedure, the patient was admitted to the hospital for a left hip aspiration of an aseptic abscess in the gluteus muscle following recent worsening pain. The patient was discharged without complication and the event was indicated as resolved a week later. Attempts have been made and no further information has been provided.